Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that on (B)(6) 2013, he experienced a hypoglycemic event and patient's wife called paramedics. Paramedics measured his bg at 44 mg/dl and administered glucose via IV. Patient does not recall what his cgm values were at the time of the event. At the time of his call to dexcom, patient reported that he was doing better. Patient is unable to provide cgm data; therefore, dexcom is seeking for patient to return his cgm in order for dexcom to investigate the data around the time of the event. But since patient suffers from neuropathy, he has not been able to fulfill the request yet.